Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the colonovideoscope had air/water cylinder and suction cylinder had foreign body, and foreign material was found inside the air/water channel and the biopsy channel. There were no reports of patient involvement.

Manufacturer narrative:
Corrected data: h6 (removing 4761-access port and added 525-tube) and e1 (the establishment name is olympus) this report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely foreign material may have been unremoved because the device was not reprocessed properly due to a leak found in the air/water channel, plug unit, and switch section. The event can be detected/prevented by following the instructions for use which states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection and the preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.